Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a biliary obstruction caused by pancreatic cancer during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2022. During the procedure, the first flange of the axios stent was attempted to be deployed into the common bile duct; however, the first flange deployed in an incorrect location and was placed in the duodenum. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed in the common bile duct to treat a biliary obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The axios stent is not indicated to be implanted in the common bile duct.